Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station had data synchronization failure. Data synchronization failures or errors recur during the dispense workflow, which may lead to clinically significant delays in medication administration, potentially resulting in adverse events, particularly for critically ill patients. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station patient list was not on the list. A technical support (tss) stopped service and back up the database. Tss followed the retry - insert into purge. Purge statistics, proper datasync procedure and how to place new db in es station knowledge article steps to resolve the issue. The system functioned as intended after the technical support service troubleshot the device.